Event description:
The customer reported that the device had been failing with the error code 10021 and the message / instruction system failure cycle power. The customer also reported that self test and shift/system check could not be run. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device had been failing with the error code 10021 and the message / instruction system failure cycle power. The customer also reported that self test and shift/system check could not be run. There was no report of pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.